Event description:
It was reported that tandem mobi pump issued recurring cartridge alarms during insulin delivery, including confirmed cartridge alarm 35, and that a 9-unit bolus did not complete successfully. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement of pump and cartridge, confirmed shipping and warranty details, provided instructions for storage mode and timely return of problematic pump, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.